Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient wanted the device checked because ¿they didn¿t place the right ventricular (rv) lead well,¿ and it had to be programmed in a way that the patient experiences diaphragmatic response. The patient also stated that the implantable pulse generator (ipg) paces less than one percent but lately the patient feels it pacing five times and hour. The patient was referred to the clinic. No further information has been received. No further patient complications have been reported as a result of this event.